Event description:
During the endoscopic retrograde cholangiopancreatography procedure in the bile duct, the radiopaque marker was pushed out with the guidewire used and then into the intra-hepatic duct when another device was passed over the guidewire. The physician was using the device off label by "by stripping the wire out of the catheter". The physician attempted to retrieve the radiopaque marker by was unsuccessful and it remains in the pt. The procedure had been completed with this device. No other info regarding the pt was provided.